Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported tubing detachment at quick release in the night. The patient changed the infusion set. No further information available.